Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4) ((B)(4)).

Event description:
Update: the medical device was updated to nx029z - as vega ps femoral comp. Cemented f4n r. This was implanted in the right knee on (B)(6) 2021. Associated medwatch reports: nx029z (aesculap ag reference no. (B)(4); 9610612-2025-00094). Nx052z (aesculap ag reference no. (B)(4); 9610612-2026-00057). Involved components: unknown component aesculap ag vega knee implant (aesculap ag reference no. (B)(4). Nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4). Nx210/ vega ps+ gliding surface t1/1+ 10mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: a section - patient data. B5 - description updated. B6 - test results. B7 - medical history. D1&2 - brand name, common device name, product code. D3 - material, batch, expiration date. D6 - implant and explant dates. D10 - involved components. G4 - 510k. H4 - manufacture date.

Manufacturer narrative:
Additional information: h6- codes updated. Investigation results: the complained medical device was not available for investigation. Therefore the investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the lot number. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Associated medwatch reports: nx029z (aesculap ag reference no. (B)(4); 9610612-2025-00094); nx052z (aesculap ag reference no. (B)(4); 9610612-2026-00057). Involved components: unknown component aesculap ag vega knee implant (aesculap ag reference no. (B)(4)), nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4)), nx210/ vega ps+ gliding surface t1/1+ 10mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: a2 - date of birth h6 - codes updated the product was not returned. The investigation was based upon event description. Batch history review: a batch history review could not be performed because the lot number could not be identified. No additional information was received from the market. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information and without the product for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.